Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device sterility was compromised. During unpacking of a runway guide catheter it was observed that the box was broken. The inner product pouch was removed and the catheter was crushed and it was reported that device sterility was compromised. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the product pouch was received folded up and opened with the runway catheter coiled up laying on the product card inside. The shaft had numerous kinks and was flattened 9cm ¿ 19cm from the tip. The product card/pouch was smashed and flattened at the distal end of the packaging where the tip was flattened. The pouch was opened with a good evidence of heat transfer on the poly and tyvek sides of the pouch with material of the tyvek on the poly. There were no holes or tears in the product pouch. Inspection of the remainder device presented no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. No other issues or defects were observed during product analysis of the returned device. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the device sterility was compromised. During unpacking of a runway guide catheter it was observed that the box was broken. The inner product pouch was removed and the catheter was crushed and it was reported that device sterility was compromised. No patient complications were reported.